Manufacturer narrative:
The returned device is being evaluated. We are unable to confirm the reported needle mechanism failure to fire or to determine its root cause. Once the investigation is completed a follow-up report will be submitted. The omnipod¿s user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result,¿ and ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider.¿

Event description:
The customer reported that her blood glucose reached 321 mg/dl after wearing between 4 and 24 hours. The pink slide was not visible indicating that the cannula failed to deploy.